Manufacturer narrative:
Correction h6- health effect - impact code - 4627 - device explantation added the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. Patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients drg system was explanted and replaced with scs system to address the issue.